Manufacturer narrative:
Product recall initiated 2007. No product is being returned for evaluation. 11/28/2007.

Event description:
Patient had surgery for a pcl repair in 2007. The calaxo screw that was implanted in the same month, was removed seven months later, due to a intra-articular cyst in the femur. No other info is available.